Manufacturer narrative:
The device was returned to biosense webster (bwi) for evaluation. A visual inspection and screening test evaluation of the returned device was performed following bwi procedures. Visual analysis revealed reddish material and a hole in the surface of the pebax. The device was connected to carto 3 system, and it was possible to visualize the device; however, error 106 appeared on the system due to an open circuit in the tip area. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. The force issue was confirmed. The potential cause of the open circuit could not be determined, and the potential cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. The instruction for use (IFU) states: when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode, or may damage the contact force sensor. In addition, in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle as part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a qdot micro catheter and after ablation of the mitral line from the coronary sinus, when ablation was conducted, the contact force became abnormally high (e.g. 10g to 98g). The issue was not resolved after reconnection, and the issue was resolved by replacing the qdot micro catheter to another new one. The procedure was successfully completed. The procedure was completed without patient's consequence. This event is not MDR reportable. The device was returned for analysis which revealed reddish material and a hole in the surface of the pebax. This finding is MDR reportable.